Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, a physician had an esophageal perforation following use of the device. The product was not retained for investigation. The perforation was detected the following day when the patient had fluid build up. The physician stated that the patient had to be in the intensive care unit for 30 days and he had just removed the stent. Additional information has been requested but not yet received.